Event description:
The customer reported the system would not complete boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative contacted the customer and directed the customer in troubleshooting the problem. The customer replaced a blown fuse. The system operates as intended.